Event description:
It was reported that "the customer reported that additional incidents occurred similar to the one reported under [MDR 3006425876-2023-01028]. The anesthetist reported that the insertion was done on the left arm, cephalic vein. No scar observed on the skin. The puncture was easy, no problem insertion the swg. Small incision done with the scalpel, no local anesthesia, the patient was under general anesthesia. Impossible to insert the peel-away sheath despite the little incision. The tip of the peel away sheath split prematurely. The peel-away is removed, it did not enter the vein. A second kit was opened and the new peel-away was inserted through the swg without a problem. After catheter is placed, easy to flush and flashback ok." No injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a relevant finding was identified. A non-conformance was created for eb-01041-002 with lot 34c22m0135 regarding a peel-away sheath split prematurely. Without the sample returned for analysis, it cannot be confirmed if this event is consistent with the previous finding. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer reported that additional incidents occurred similar to the one reported under MDR 3006425876-2023-01028." The anesthetist reported that the insertion was done on the left arm, cephalic vein. No scar observed on the skin. The puncture was easy, no problem insertion the swg. Small incision done with the scalpel, no local anesthesia, the patient was under general anesthesia. Impossible to insert the peel-away sheath despite the little incision. The tip of the peel away sheath split prematurely. The peel-away is removed, it did not enter the vein. A second kit was opened and the new peel-away was inserted through the swg without a problem. After catheter is placed, easy to flush and flashback ok." No injury or harm reported. Patient condition reported as "fine".